Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit and the complainant's experience of the ring separating from the sheath could not be confirmed. However, engineering found four (4) small holes and a large horizontal tear in the sheath. Based on the condition of the returned unit, it is likely that the tear was caused by an instrument that punctured the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description of the event received, the event was deemed not reportable as it poses minimal risk to the patient. After evaluation, the event is deemed reportable.

Event description:
Event description: "the sheath was separated from the ring." Additional information was received via email from sales manager, on thursday (B)(6) 2017: " the sheath on the white ring side was separated from the ring in places. The separated before use after unpacking. It was not inserted after noticing this." Type of intervention: unknown patient status: "no patient injury."